Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers nurse from hospital reported that customer admitted to intensive care unit on unknown date as they experienced high blood glucose level 664 mg/dl. Customer had diabetic ketoacidosis. It was unknown if insulin pump was on auto mode. Customer could not performed troubleshooting for high blood glucose level. Device will not be returned for analysis.